Event description:
It was reported by the circulating nurse that the band was placed a few weeks ago and was removed on due to infection. The account states they will retain the device. No other information available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device retained by account.